Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to cuff fluid loss that resulted in the patient having recurring incontinence. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon. The patient was stable following the procedure.